Event description:
It was reported that a pump under infused medication to a pt. The pump was programmed to deliver 250 ml of ramicade on a slow titration schedule completing at 12:00 pm, however at 12:55 the IV container was still half full. The customer stated that the rates and volume were checked and correct, the medication should have been delivered in 2 hrs, but was delivered in 3.5 hrs. It was also reported that the customer completed a flow rate test per the preventive maintenance procedure and the pump performed as expected.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device in question. Review of the device history log confirms that the reported infusion was programmed in multi-step mode. The total infusion time of the seven steps shows the infusion should have lasted approximately 3 hrs 49 minutes instead of the 2 hrs as intended. The over infusion was related to a user misprogram. During the eval, the report of the device under infusing could not be reproduced. A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within specification. Additionally, upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing.